Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that he was going to prime his pump and then he received the alarm. Customer stated that he is able to clear the alarm, but it comes back again. Customer stated that the drive support cap is protruded. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer stated that he changed his mind about returning the pump, so we should not be expecting it to be returned back. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.